Event description:
Attempted to insert urinary 8fr foley catheter per policy. Placement was correct, easy visualization and insertion. The catheter was inserted all the way to the hub and the bladder was pressed with no urine return. The urine was leaking around the catheter insertion site, but not into the catheter. The decision was made between myself and (B)(6), rn to remove this foley and insert a new 8 fr foley. The new foley catheter was again inserted easily, this time urine was immediately noted in the catheter. The balloon was inflated with no resistance. FDA safety report ID# (B)(4).